Event description:
Rptr is complaining that dr gave his wife silicone breast implants that were allegedly intended for another pt under the cdrh compassionate use program. He wants to know FDA's position on the dr's actions since it is his understanding that specific devices approved for compassionate use are assigned to specific pts. Also to inform FDA that this dr is currently a part of the silamed 1000cc cohesive implants trials. In 1999, rptr's wife participated in the FDA trial where she was implanted with polypropylene string breast implants at ~1200cc. Because the implants were not approved after the trials and since he was retiring, dr offered removal of the implants for free, which rptr's wife did in 2005. He replaced them with 800cc saline implants from inamed which he overinflated to 1200cc. There was still an open pocket in her breast cavity after this procedure because fluid would typically fill the area when she had the string implants. Dr recommended 3 drs to the rptr. Dr was to perform 2 surgeries. First was a temporary breast implant to overinflate the implant at ~1500cc to fill the open pocket. This was a temporary fix until he was able to get approval from FDA for compassionate use by getting non-FDA approved implants at 1500cc. Second surgery was to put in those non FDA-approved breast implants. Underwent the first scheduled surgery. After surgery, dr informed the couple that he had implanted her with paragel high profile 1500cc implants from eurosilicone in france instead. He stated he had a set laying around because another pt had changed her mind. She is currently seeing a local plastic surgeon who has removed her silicone implants becauase they are still not a proper fit.